Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the luer lock became disconnected, and insulin began leaking. Customer had elevated blood glucose levels (+500 mg/dl). Customer reconnected the luer lock and reportedly blood glucose levels have stabilized.